Event description:
It was reported that the low battery alarm began sounding after just over three years of implant. It was also reported that volume discrepancies with more volume than expected were noted. At pump replacement, it was noted that the catheter was broken just past the anchor point and a mass of "tissue" had grown around this point (subcutaneous, not intrathecal or epidural space). The mass seemed to occlude catheter and drug follow, so the catheter was also replaced. The pt recovered without sequela. The drug(s) contained in the pt's pump were not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.